Event description:
Report rec'd from u.s.a., the device required service because the cutter could not be secured. It is known that there was no user injury; however, it is unknown if event caused a surgical procedure delay or medical intervention related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).